Event description:
This case reported by a health care professional, concerns a male patient with a history of cutaneous t-cell lymphoma (ctcl). In 2006 during an extracorporeal photophereseis (ecp) treatment and at the beginning of cycle 5, the operator noted that the centrifuge bowl had come apart at the bottom. The operator re-infused the blood remaining in the plasma bag and as such the patient experienced 100 cc of blood loss, but subsequently remained stable. Ecp treatment was performed two days later with no complication. The treatment schedule for this patient was 2 consecutive treatments every week. The blood alarm was triggered in this incident. A few drops of blood were noted around the xts instrument on the vacuum board. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions. A follow-up notification has also been sent to user facilities regarding replacement of existing kit inventories for affected lots of xt 125 kits.

Manufacturer narrative:
Device was not returned for evaluation. Investigation description: the centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA/mhra has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.